Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending. (B)(4)

Event description:
During the implantation procedure, prior to placing the device in the pocket, the last setscrew that was tightened would not release the torque wrench. The wrench was finally released but the setscrew got pushed down inside the header. The ICD was not implanted. A new medtronic device was implanted.

Manufacturer narrative:
(B)(4) 2011. The analysis on this device is pending.

Event description:
During the implantation procedure, prior to placing the device in the pocket, the last setscrew that was tightened would not release the torque wrench. The wrench was finally released, but the setscrew got pushed down inside the header. The ICD was not implanted. A new medtronic device was implanted.